Manufacturer narrative:
Patient information was not available at the facility.

Event description:
A patient experienced a perforation of the pulmonary vein that caused bleeding detected by a bronchoscope study, and hemostasis was achieved with a hemostatic agent. A farawave 2.0 nav was selected for use during a procedure to treat atrial fibrillation. It was reported that a starter guidewire was stuck on a farawave catheter, during intracardiac manipulation, resistance was felt and it was not removable. It is possible that it pierced the pulmonary vein and entered the airway. The patient stayed in the nicu for five days and is scheduled for discharge after becoming stable. The length of hospital stay was extended by seven days. No issues noticed before the guidewire use, it was prepared correctly following the IFU indications. No particular tension was applied to the device; it was removed from the patient's body and sent back. Fluoroscopic images were not taken; therefore, they cannot be provided. The device is expected to be returned. There were a tissue damage which location is to be confirmed, either on the myocardial or lung tissue.